Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that one month earlier when the out of range pacing impedance measurement occurred there was also oversensing of noise that led to 41 inappropriate ventricular tachycardia (vt) episodes. Currently an x-ray was taken where the right ventricular (rv) lead was noted to be coiled onto itself an unusual fashion. Further inspection of lead found that the insulation was damaged to the point in which the conductor coils were exposed, which may have caused the increase in impedance measurements. This rv lead was explanted and replaced and the device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker displayed high out of range pacing impedance measurement and noise. Device triggered a lead safety switch (lss). Other lead measurements were stable. Additional information received and indicated that the cause of the out of range impedance measurement was not determined. The physician planned a lead revision. This device remains in service. No adverse patient effects were reported.